Event description:
It was reported from the d3 cardiac intensive care unit (ICU) that the device indicated a channel error, as well as stating that the infusion was near end, however the syringe was found to be full. The device was investigated by the facility htm and determined to function as normal. No further information was provided.

Manufacturer narrative:
Additional information added to: revised short description, b5, added a1. Added additional device code f2182 or under infusion. Concomitant syringe. Customer stated no further information is available.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pump was indicating a channel error-pump was showing near empty when syringe still full. Pump investigated as normal by htm. No adverse consequences to the patient reported.